Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in the tubing near the twist clamp. Functional testing of the device included leak testing, clear passage testing and clamp function testing; leak testing revealed a leak from a hole in the tubing. The reported issue was verified and the cause was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.